Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inflation with an inappropriate fluid or uneven thickness of balloon. ¿ the device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contents: ¿ bardex¿ 5cc all-silicone foley catheter 2000ml (approx. Vol.) Capacity drainage bag with anti-reflux chamber bard® ez-lok¿ sampling port string hanger attached sheeting clip control-fit¿ outlet device ¿ tamper-evident seal ¿ uro-prep¿ tray with: catheter lubricating jelly syringe latex-free, powder-free gloves (2) underpad (waterproof), drape povidone-iodine swab packet 10cc syringe (prefilled with sterile water) to inflate foley catheter only. ¿ specimen container, cap and label single use only. Do not resterilize. For urological use only. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Directions for use visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field and place underpad beneath patient, plastic side down. 2. Put on cuffed gloves and position drape on patient. 3. Open catheter lubricating jelly. 4. Remove top tray and open plastic pouch surrounding catheter. 5. Lubricate catheter. 6. Prepare patient with povidone-iodine swab packet. 7. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc). 8. Position hanger on bedside rail near foot of the bed and use sheeting clip to secure drainage tube to draw sheet. 9. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. 10. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the green clips did not hold drain in place and fell out in drain bag, also the clamp did not clamp down tight enough and it started to leak on floor . Customer added that the foley catheter balloon did not inflate and they end up into break the connection and replace the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that the green clips did not hold drain in place and fell out in drain bag. Also the clamp did not clamp down tight enough, and it started to leak on floor. Customer added that the foley catheter balloon did not inflate. And they end up into break the connection and replace the catheter.